Event description:
Consumer called to report having very low sugar and needing to call the emt for assistance. Paramedics got a result of 29 and consumer believes the meter is giving inaccurate results.